Event description:
Information was received from a patient who was receiving dilaudid (concentration 2 mg/ml, dose 2.1923 mg/day) via an implantable pump for non-malignant pain and failed back syndrome - other. The patient described hearing a dual tone alarm from the pump on the day prior to this report date. The patient said she was feeling antsy. Her pump was not due to be filled until (B)(6) 2016. The patient was redirected to the health care professional. A health care professional later reported on (B)(6) 2016 that an active motor stall was noted on the logs. A pump off password was provided so that the alarm would be disabled. The patient experienced withdrawal. The event date was (B)(6) 2016. The health care professional stated that they were planning to take the pump out anyway as the patient was scheduled to have a fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.